Manufacturer narrative:
(B)(4).to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with vaginal hysterectomy, anterior and posterior repair, enterocele repair, paravaginal repair, and perineoplasty. It was reported that following insertion the patient experienced exposure, pelvic pain, dyspareunia, vaginal discharge, and bleeding. It was reported that the patient underwent transvaginal removal of anterior vaginal wall mesh on (B)(6) 2016 by(B)(6) at (B)(6) medical center.